Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 489 mg/dl; needing settings adjustment. Reportedly, customer was treated intravenously with insulin at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.